Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 23-jan-2024, UDI#: (B)(4), implanted: (B)(6) 2021, explanted: product type lead; product ID: 977a275, serial/lot #: (B)(6), ubd: 13-may-2024, UDI#: (B)(4), implanted: (B)(6) 2021, product type lead, g2. Foreign: ca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having issues related to the leads/impedance. They could decrease the stimulation, but if they decreased, it would not allow them to increase it back to the previous level. Manufacturer representatives were emailed requesting to coordinate a meeting with the patient to diagnose the issues with the leads. The issue was not resolved. No surgical intervention occurred or was planned. No symptoms were reported and the patient was alive with no injury. The issue occurred during normal use. Additional information was received from a manufacturer representative (rep). It was reported that the rep would be meeting with the patient on (B)(6) 2024. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead/impedance issue seemed to be that the contact was not well seeded into the connector causing 40000 ohms impedance value on contact 3 which was programmed. All other impedance values were within range. Other contacts were programmed to allow the patient to adjust therapy. The issue was resolved. It was noted that this information was confirmed with the physician.